Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient was revised due to unknown reasons (per rep phone call). Update 9/20/2016 medical records received. After review of the medical records for MDR reportability, in addition to what was previously reported, the patient was revised on (B)(6) 2015 to address pain, "feeling of subluxation" and corrosion at neck region of the taper. Updated cup/head/sleeve and added stem. The complaint was updated on: 10/17/2016 .

Manufacturer narrative:
Depuy still considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Update 11/02/2016 litigation alleges patient was revised to address pain, impaired ambulation, partial disability, and elevated ion levels.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Update 04/19/2017 medical records received. After review of medical records for MDR reportability. Medical records stated slightly high chromium levels (no laboratories), and metallosis. The complaint was updated on: 04/27/2017.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in (B)(6) 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
No device associated with this report was received for examination. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.